Event description:
Procedure" sacrospinous ligament. According to the reporter: the surgeon stated that our suture is not absorbing in an appropriate amount of time. He believes it should be absorbed in a week or so. He says it was taking longer than that. He physically removed some of the unabsorbed suture. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).